Manufacturer narrative:
This report has been submitted to provide additional information on the customer reprocessing process. Additional information was received from the customer that there was no reprocessing issue, and the device was not used in a procedure during quarantine. The device was sampled (B)(4) times before reprocessing, and sample taken immediately after reprocessing. The device was stored at ambient temperature before sampling, and the device was last used in a procedure on (B)(6) 2023.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. No cleaning, sterilization, and disinfection information available from the customer. The customer suspected device was returned for investigation. Upon evaluation of the returned device, no fault or issue was found with the scope. The device was returned to the user facility without repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for 52 colony forming unit (cfu) of enterobacter cloacae. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.